Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had greater than 3000 ohms impedance and diminished pwaves. It was also reported that the patient was like in atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.